Event description:
It was reported that customer experienced cgm error on g7 sensor and could not reset pump because charging supplies were not available during call. There was no reported adverse impact to the customer. Customer was informed that charging supplies were needed to reset pump. Ultimately pump was able to be reset after pump reset caller was not able to successfully start sensor. Cgm error code recurred. Cts to replace pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.